Event description:
According to the complainant, when removing the product from the patient, the bumper came off and remained in the stomach. No anomaly/resistance was noted after removal. The device was replaced with another securi-t replacement bolster. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. The cause of the reported event has not been determined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Investigation not yet complete